Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that since the pump was implanted on "5/12", there had been two catheter revisions. No patient symptoms were reported. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available. Refer also to MFR report # 2182207-2025-03585 regarding the other / first of two catheter revisions performed.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath lot# unknown; implanted: unknown. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown refer also to MFR report # 2182207-2025-03585 regarding the other / first of two catheter revisions performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.